Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load multiple cartridges. Reportedly, the cartridges were filled with 300 units of insulin. At the time of the reported event, the customer was able to load a new cartridge successfully. The customer's blood glucose (bg) level was 324 mg/dl, with medium traces of ketones. It was confirmed that the customer used an alternate insulin therapy to address the bg level.